Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to enterobacteriaceae. It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin (intraperitoneal) for peritonitis. The patient outcome was not reported. Pd therapy was ongoing. Approximately a month after event onset, the patient experienced "suspected" peritonitis which was manifested by cloudy effluent. It was reported the patient has not received medical treatment despite being "reminded to seek medical treatment". At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in mid-aug2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.